Event description:
It was reported that the iv3000 is curled. Unknown if patient involved.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the event reported. Visual inspection confirms that the dressing was creased within the pouch, functional evaluation confirmed the creasing present on the dressing would cause difficulty in application. Root cause is a missed quality check. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary, this has been an isolated event. Smith + nephew will continue to monitor for any adverse trends relating to this product range.